Manufacturer narrative:
H11: the device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak of dialysis solution was observed between a solution bag and a homechoice automated pd set with cassette. This occurred during use of the device for peritoneal dialysis (pd) therapy; described as ¿during 1 out of 4 sessions of storage, and dialysis was stopped¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.